Manufacturer narrative:
(B)(4). The reported condition that the device would not seal was not confirmed. The device was activated on porcine kidney tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformance review is not required since the lot number is unknown.

Manufacturer narrative:
(B)(4). Date of initial report: 09/09/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing correctly even though end tones were heard. Blood loss from the gastric branches of the epiploic vessels was 30-70 ml as a result. There was no injury to the patient.